Event description:
Reportedly, a warning message was displayed during a planned follow-up, stating that the defibrillation system is potentially ineffective. Moreover, two ineffective shocks and an accelerated battery discharged were also observed. Preliminary analysis showed that the warning message stating that the defibrillator system is potentially ineffective most probably resulted from a hardware issue. Recommendations to replace the crt-d were provided on (B)(6) 2019.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200608 - file-2019-04068 - analysis_and_closure_report_resp-2020-00620.pdf].

Event description:
Reportedly, a warning message was displayed during a planned follow-up, stating that the defibrillation system is potentially ineffective. Moreover, two ineffective shocks and an accelerated battery discharged were also observed. Preliminary analysis showed that the warning message stating that the defibrillator system is potentially ineffective most probably resulted from a hardware issue. Recommendations to replace the crt-d were provided on (B)(6) 2019.

Manufacturer narrative:
On 10 january 2020, it was reported that the subject crt-d device was explanted on (B)(6) 2019. Therefore, the explantation date has been updated (field d7).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a warning message was displayed during a planned follow-up, stating that the defibrillation system is potentially ineffective. Moreover, two ineffective shocks and an accelerated battery discharged were also observed. Preliminary analysis showed that the warning message stating that the defibrillator system is potentially ineffective most probably resulted from a hardware issue. Recommendations to replace the crt-d were provided on (B)(6) 2019.